Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery cap was loosed and damage around the battery compartment and received battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer states that he/she got battery failed then noticed contact loose from battery cap. There is also a crack in pump. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails, damaged display window cover. The unit was received without a battery cap. Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/ history files properly. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. The adapt tool reveals the customer received multiple "battery failed" alarms on (B)(6) 2021 at 09:15:55.000, 09:22:40.000, 09:27:58.000 to name a few. Finally did not note any unusual pump errors that have occurred after or within these times. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, da2. After inserting a known good pcba2 and a known good pcba1 into the test case, the sleep current measurement fell within specs. After swapping the test pcba2 onto a known good pcba1 and then into the test case, the sleep current measurement fell within specifications again, but after inserting a known good pcba2 onto the test pcba1 and then into the test case, the sleep current measurement read high. In summary, the customer's claim that there is a crack in the case is correct, but unable to verify whether or not there is damage to the battery cap since there was no battery cap on the unit at the time of visual inspection. The customer did get "battery failed" alarms around the time he/ she contacted the company; however, did not confirm the alarm during testing. After swapping boards and cases, the high sleep current measurement is due to the moisture damage on pcba1. (B)(4).